Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one hundred fifty-six unopened samples that pertain to the product code x557h. This product code is double-armed. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-07286, 2210968-2023-07287, 2210968-2023-07288, 2210968-2023-07289, 2210968-2023-07290, 2210968-2023-07291, & 2210968-2023-07293.

Manufacturer narrative:
Product complaint # (B)(4) . Date sent to the FDA: 10/2/2023. H6 component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-07286, 2210968-2023-07287, 2210968-2023-07288, 2210968-2023-07289, 2210968-2023-07290, 2210968-2023-07291, & 2210968-2023-07293.

Event description:
It was reported that a patient underwent a microscopic brain tumor resection surgery on (B)(6) 2023 and suture was used. During the procedure, the problem of pulling off suture needle happened in microscopic brain tumor resection surgery. Changed another seven to continue the surgery, the same problem happened. Changed another one to complete the surgery. The needle did not fell into the patient .there were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one labeled winding former with two detached needles and one suture piece that pertains to product code x557h, lot shmmrm were received for evaluation. The product code is double-armed. In order to evaluate the conditions of the returned sample, marks on the edge needles that appear to be by a surgical instrument could be observed. Also, it was observed suture remnant into the needle holes. In addition, the suture extremes were noted to be cut probably caused by a surgical instrument. A functional test was not performed, due to the needle was received detached from the suture. The condition of the sample received indicates improper handling of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07286, 2210968-2023-07287, 2210968-2023-07288, 2210968-2023-07289, 2210968-2023-07290, 2210968-2023-07291, & 2210968-2023-07293.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/29/2023. H6 component code: g07002 pending evaluation of returned device. The following additional information was requested: 1. Could you please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. A device has been received for product code x557h, lot slmdue, however clarification is requested whether the product belongs to this complaint. A device has been received for product code x557h, lot shmmrm, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07286, 2210968-2023-07287, 2210968-2023-07288, 2210968-2023-07289, 2210968-2023-07290, 2210968-2023-07291, & 2210968-2023-07293.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2023. Additional information was requested, the following was obtained: product code: x557h - lot : slmdue 1. Could you please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. Contacted with the sales rep today via phone, the product doesn¿t belong to any complaint and was returned in error. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07286, 2210968-2023-07287, 2210968-2023-07288, 2210968-2023-07289, 2210968-2023-07290, 2210968-2023-07291, 2210968-2023-07292, & 2210968-2023-07293.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/3/2023. The following additional information was requested, but unavailable: - when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07286, 2210968-2023-07287, 2210968-2023-07288, 2210968-2023-07289, 2210968-2023-07290, 2210968-2023-07291, 2210968-2023-07292, & 2210968-2023-07293.